Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the submitted log file. The log file contained approximately 28 days of data ((B)(6) 2022 per the timestamp). The log file captured intermittent power cable disconnect and low voltage advisory alarms that were not associated with power source exchanges or routine battery depletion beginning on (B)(6) 2022 at 17:07:26 and continuing for the remainder of the log file. The atypical alarms occurred due to the relative state of charge (rsoc) voltage dropping while connected to 14v batteries. The alarms occurred on both the black and white power cables. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that the controller may be collected at the patient's next visit in (B)(6) 2023 for return to abbott for evaluation. This file will be reopened if the system controller is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Pcx-19475 was shipped to the customer on (B)(6) 2021. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. B), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" and heartmate ii IFU (rev. B) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook (rev. C) section 10 and heartmate ii IFU (rev. B) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. C) and heartmate ii IFU (rev. B) under section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had recently been experiencing persistent power cable disconnect alarms. The patient's battery clips were exchanged, but the alarms did not resolve. It was noted that the alarms could be triggered by manipulating the controller's white power cable, indicating a loose connection. The controller was exchanged which resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion:the reported event of atypical power cable disconnect alarms was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The submitted log file and the log file downloaded from the returned controller contained approximately 28 days of data combined (16oct2022 ¿ 13nov2022 per the timestamp). The log file captured intermittent power cable disconnect and low voltage advisory alarms that were not associated with power source exchanges or routine battery depletion beginning on 30oct2022 at 17:07:26 and continuing for the remainder of the log file. The atypical alarms occurred due to the relative state of charge (rsoc) voltage dropping while connected to 14v batteries. The alarms occurred on both the black and white power cables. The driveline was disconnected on 13nov2022 at 12:00:11 to exchange the system controller. The pump maintained a speed above the low speed limit throughout the log file while the driveline was connected.it was reported that the alarms were resolved by exchanging the system controller. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis.device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. (B)(6) was shipped to the customer on 10may2021.heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. B), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved.heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" and heartmate ii IFU (rev. B) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook (rev. C) section 10 and heartmate ii IFU (rev. B) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn.heartmate ii patient handbook (rev. C) and heartmate ii IFU (rev. B) under section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.no further information was provided. The manufacturer is closing the file on this event.